Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the sipap ventilator has screen off to the left, not center. The customer also claimed that both flowmeters will not go to zero and stuck at 1.5lpm. The customer confirmed that there was no patient involvement associated with the event.